Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: type of follow up - correction h5: labeled for single use - correction

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.